Event description:
It was reported that, during set up or inspection for an internal fixation procedure, it was noticed that the box of one (1) evos 2.7mm l-d fibula pl 8h l 82mm was closed with its plastic, but the bag with the plate inside was unsealed. The procedure was performed, after a significant delay, with a s+n back-up device. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that it is not confirmed that the patient was under anesthesia when the delay occurred, and according to the packaging sequence, the polybag should not be sealed. The unsealed polybag (containing the product inside) is placed inside the nylon pouch and then the nylon pouch should be sealed. The nylon pouch is then placed in the carton. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. The package is conforming with our packaging sequence, therefore, no probable cause is deemed necessary for this event. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Section h10 comment was corrected.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that according to the packaging sequence, the polybag should not be sealed. The unsealed polybag (containing the product inside) is placed inside the nylon pouch and then the nylon pouch should be sealed. The nylon pouch is then placed in the carton. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. The package is conforming with our packaging sequence, therefore, no probable cause is deemed necessary for this event. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.